Event description:
The customer reported via phone call that the insulin pump experienced a prime anomaly. The customer stated that he was stuck in the device's fill tubing loop. The customer's blood glucose was 180 mg/dl. He stated that he was unable to exit the preparing to prime loop. He was advised to remain disconnected from the insulin pump and to hold down the act button until he received the second series of beeps/numbers. He stated that he did not receive the second series of beeps nor did numbers appear on the display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.